Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed kinks and shaft fractures at 102.5 cm and 117 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 117 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Shaft kinks/fractures were also confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the pump was leaking. The target location was located in the lower extremity vein. An angiojet solent omni was used for thrombectomy procedure. During the preparation, it was noted that the joint was leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken shaft and hypotube.